Manufacturer narrative:
The bactiseal catheter (823072) was not returned for evaluation (as per customer, product not available). Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer could be due to the device containing latex¿ and potential effects of failure can be ¿patient reaction to latex". If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Unique device identification (UDI):(B)(4).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal catheter (id823072) was implanted in (B)(6) 2021 and was used with 823112 (serial;unk). An inflammatory reaction was reported that caused swelling and redness along the catheter. Based on information provided, catheter failure is unknown and no treatment was given for the inflammatory reaction. The patient's condition is stable and the swelling has disappeared.